Event description:
The provider states the rubber tip on the shower chair is broken and she is concerned for the safety for the end user using the unit in the shower. No injuries noted. The provider doesn't have the date code for the chair and states the end user didn't purchase the unit from them.